Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 2.0mmx20mmx142cm fg coyote nc otw (nc quantum apex¿) balloon catheter was advanced to the lesion. The balloon was inflated for 15 seconds however it ruptured at 14 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed using a non bsc balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).